Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported the device hurts her when it was turned on. The patient has tried lowering amplitude, which did not help. The patient stated the stimulation did not have adequate coverage anymore. The patient was still able to communicate with the implant and that it did not hurt as much when it was turned off. The patient reported falling a couple of times in the past that could be related to the reported issue. The patient was to follow up with the health care provider (hcp). Medical history includes chronic low back pain. If additional information is received a supplemental report will be submitted.